Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarmed 113(reduced water temperature control) and device did not cool. Per follow up information received via mail on 07mar2024, it was reported the device would be sent in for a bd-approved facility for evaluation. No patient involvement was reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarmed 113(reduced water temperature control) and device did not cool. Per follow up information received via mail on 07mar2024, it was reported the device would be sent in for a bd-approved facility for evaluation. No patient involvement was reported. Per sample evaluation results on 03jul2024, it was reported that the mixing pump has been replaced.